Event description:
The patient contacted animas on (B)(6) 2013, alleging the pump was suspended and she did not know how to un-suspend the pump. Customer support assisted the patient with this issue. The patient stated she was hospitalized from (B)(6) 2013, with diabetic ketoacidosis (dka) however, she stated she was not implicating the pump as a cause or contributing factor to the dka and hospitalization. The patient stated that she knowingly did not replace an empty insulin cartridge when she should have on (B)(6) 2013. The patient stated that later, when she did replace the cartridge and gave herself a correction bolus, she did not give herself enough insulin and then did not monitor her blood glucose (bg) level. The patient stated later that night, her bg was measured over 500 mg/dl and she was nauseated and vomiting. The patient reported that she did not give any correction boluses because she was so sick, she didn¿t think to do it. The patient reported being admitted to the hospital the following morning with an unknown bg level as the patient stated she did not check it. The patient stated that on admission to the hospital, she was discontinued from insulin pump therapy (ipt) and treated with IV insulin and fluids. The patient reported being discharged from the hospital the day of the call and was resumed on ipt. This complaint is being reported because the patient was hospitalized with dka while on insulin pump therapy due to use error. There was no allegation of a pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, it was observed that the black box begins on (B)(4) 2013. A review of the alarm history showed no empty cartridge alarms on (B)(4) 2013. The history showed the pump was suspended from (B)(4) 2013 11:40 until (B)(4) 2013 17:28. A replace cartridge alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed the correct message on the screen. The total daily dose prior to the event on (B)(6) 2013 added up correctly; only typical usage observed in the alarm history. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. The complaint could not be duplicated during the investigation process and there was no defect found. (B)(4) .

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.